Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. The company representative reported that a maquet/(B)(4) service representative will not be dispatched to evaluate the iabp unit, as the customer/biomed services their own equipment. The company representative was unable to provide the serial number of the iabp, as the malfunction was suspected to be related to the EKG cables or user error rather than the pump itself. During the event the cables were changed and the iabp was kept in service.

Event description:
It was reported that over the last few weeks, the customer has had 3 EKG cables not work. This event occurred while the intra-aortic balloon pump (iabp) was being used on a patient. No death or injury was reported. The company representative stated that he would like to have the cables sent back to be looked at. The company representative tried to get additional information, but was not able to as of yet.